Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device failed to fire during insertion therefore, the sensor did not able to the skin. The customer was asymptomatic however, they were unable to self-treat and required third parry treatment of juice by their brother. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The sharp has been investigated and not retracted. Observed sharp stuck inside sensor plug assembly. Sensor (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It is observed that the lid was completely peeled off. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed and observed minor damage on guide ribs. Minor damage to guide rib did not interfere with sensor pack platform functionality. Visual inspection was performed on the sensor and no issues were observed. Sharp was stuck inside sensor plug assembly. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device failed to fire during insertion therefore, the sensor did not able to the skin. The customer was asymptomatic however, they were unable to self-treat and required third parry treatment of juice by their brother. No further information was provided. There was no report of death or permanent injury associated with this event.